Event description:
The patient was implanted with a left ventricular assist device (lvad). The distributor reported that the patient had called 911, however, was found dead upon arrival by the paramedics and resuscitation attempts were unsuccessful. It was reported that both batteries in place had red alarms. An autopsy was done, but a cause of death was not determined.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The reported event of patient expiration remains inconclusive based on the evaluation of the returned pump. Examination of the device revealed denatured deposition with minimal structure present in the blood path of the pump and in the inlet and outlet elbows. It appears that the deposition noted in the proximal side of the inlet stator was ingested into the pump at an unspecified time and cut off flow to the pump. The thrombus appeared to restrict flow through the device causing blood in the pump chamber to coagulate and denature resulting in the cessation of the pump rotor. The origin of the ingested deposition cannot be determined. A direct relationship between the ingested deposition and subsequent flow restriction and the patient's expiration cannot be conclusively determined. Examination of the pump bearings did not reveal any anomalies related to wear. The device was functionally tested under loaded conditions and performed as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.